Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drug being delivered was 5 mg/ml morphine (unknown) at 0.3905 mg/day. It was reported that "about 1-2 months ago" the pump flipped inside the body. The doctor was able to manually flip it back. He does not know if the pump is currently flipped or not. The patient was redirected to the doctor.